Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the compressor was defective causing the unit to shut down.

Event description:
Dealer states won't power up.